Event description:
It was reported that the patient experienced atrial flutter. The right atrial (ra) lead exhibited intermittent undersensing of p waves which were observed on electrograms (egms) during an in-person device check. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.